Manufacturer narrative:
Device evaluated by MFR.: carotid wallstent monorail 8.0-36 was received for analysis. The device was received with the stent partially deployed from the delivery system. The stent could not be fully deployed due to a complete break in the outer shaft of the device and solidified media inside the delivery system. A visual and tactile inspection identified a complete break of the outer shaft located approximately 30mm distal of the main valve. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 20dec2021. It was reported that stent partial deployment occurred. A 8.0-36 carotid monorail was advanced for treatment. However, during the procedure, the stent would not deploy normally and only extended half. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed shaft separation.